Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2018 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Explant date: 2018. Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 15409323 / 15409323; model/catalog description: linear st lead kit 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also mentioned that the stimulation was not working well. The patient underwent an explant procedure. No further information could be obtained.